Event description:
Noted harmonic was not working as well as it should and that it needed to be cleaned. Started to wipe off harmonic when tip broke off leaving the harmonic focus shears in two pieces.